Event description:
It was reported the patient (netherlands) complained the scs stimulation turns off when attempting to increase. The patient does not have effective stimulation for the right leg. Reprogramming was attempted, but was unsuccessful in regaining effective stimulation for the patient. A system diagnostics indicated high impedances on contact 16 for the patient's right lead. The next course of action to address the issue is undetermined at this time.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.